Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). During evaluation of release criteria for the closure device, a thrombus was observed on the tip of the was. The closure device was deployed, and an unsuccessful attempt was made to aspirate the thrombus using the was. The was was withdrawn to the right atrium and the thrombus was no longer visible. The laa closure procedure concluded with no further patient complications.